Manufacturer narrative:
One kit was alleged in the complaint. The customer stated in the complaint that the product was not saved and is therefore not available for evaluation by intera. Three kits from the same lot were pulled from intera inventory and evaluated by intera engineering. In summary, the engineer pressurized the connection between the needle and tubing set and exerted maximum manual force. No signs of leakage were observed. This was repeated for a totla of 3 times on 3 different kits from the same lot. The device history record for the lot was reviewed. No deviations or nonconformances were noted in the device history record. The lot met all performance specifications prior to release, including tensile test, pressure test, clamp integrity and flow. The complaint is unconfirmed. If further information is received at a later date, a supplemental report will be filed.

Event description:
Customer reported a leakage from the intera refill kit when performing a refill for the intera 3000 hepatic artery infusion pump. Customer reported to have drained fudr (chemotherapy) per policy, and upon instillation of heparinized saline, droplet leakage was noted at needle connection site to tubing.